Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 17-jul-2024. Investigation summary: bd japan received two (2) used samples and ten (10) photos of customer returned samples were submitted for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples were evaluated by both visual examination and functional testing by bd japan and the issue of underfill was observed. Also, 100 production lot in-house retention samples were evaluated by visual examination and functional testing, and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes, (2) tubes underfilled. No patient impact reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6) initial reporter facility name: (B)(6) hospital. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes, (2) tubes underfilled. No patient impact reported.